Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic ascending colon resection, the proximal end of the deployed clip was broken apart and fell off when the harmonic device was activated on the tissue beside the clip. The device was used on the blood vessel. No bleeding occurred since another clip had been deployed on the central side and sealing was performed by the harmonic. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: only what appears to be a ligamax 5 clip was returned for analysis. Upon visual inspection of the clip, it was found to be broken in two parts. As the device was not returned for analysis, no further testing could be performed. As per the instructions for use "a thorough understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments." We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance's.